Event description:
The following was reported to hamilton medical ag: summary: no "disconnection alarm" when patient extubated himself.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: no further information were provided from the complainant after contacted him 3x times. Therefore there is insufficient information to identify the rootcause.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: no "disconnection alarm" when patient extubated himself.